Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due the pump being stuck. The patient had the ipp implanted five years ago and after an evaluation by the physician digitally, a revision surgery will need to be booked. No patient complications were reported in relation to this device.